Event description:
The account reported that after the catheter had been positioned in the pt, it was noted that there was a separation in where the stopcock and the sheath were connected. The separation allowed air into the pt's pleural space, casuing a pneumothorax in the pt's chest.